Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after flap creation, the surgeon attempted to separate the side cut to lift the flap but was unable to separate the flap in the right eye of the patient during refractive surgery. The surgeon tried different orientations around the side cut; however, he was still unable to separate it. The surgeon then decided not to proceed further, left the flap intact, and plans to perform a surface ablation in a few weeks. The current condition of the patient was stable. Additional information received as the patient was back to the uncomplicated alcohol photorefractive keratectomy and the surgery was completed.